Manufacturer narrative:
The root cause of the reported event is most likely mal-alignment of the shell. The provided operative report noted that the cup was in a somewhat neutral position and a review of the provided info by a clinical professional concluded that the dislocation was due to insufficient anteversion of the acetabulum and proper soft tissue tension. A review of stryker's records indicates that all reported devices were manufactured and inspected as per procedure and accepted into final stock with no reported discrepancies. There have been no other reported events for the reported lots of devices. Returned of the explanted device for analysis, pt medical records and the primary operative report would be helpful in conducting a full investigation into this event.

Event description:
Our clinical research associate annemarieke van dam rec'd an serious adverse event report from the surgeon, stating that the pt had a hip luxation and therefore, add'l unforeseen hospitalization.